Event description:
It was reported that during a gastroplasty there was an occurrence of a fistula in patient during a sleeve surgery at the firing of the first staple load.

Manufacturer narrative:
(B)(4). Date sent 4/2/2026. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: - did the device deliver any staples? - if yes, were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location - was the staple line complete? - did the device cut? - if yes, was the cut line complete? - if yes, was there any issue with the cut line - was there any difficulty opening the device jaws? - if yes, what steps were taken to open the jaws. - if the jaws could not be opened, how was the device removed. - describe the sequence of events prior to firing the stapler. - describe the fistula in size, location, and tissue involved. - was the fistula found intraoperatively or postoperatively? - if so, how was the fistula addressed intraoperatively? - if so, how was the fistula addressed postoperatively? - was the fistula at the site where the tissue was transected? - what is the current status of the patient? - are there any pictures or videos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.